Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication) error was not confirmed. In addition, the connector alignment pin was broken. The socket was worn. There was inner flow backward. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the video system center displayed a b30 (scope communication) error. And there was no image output. The event occurred, during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no report of procedural delays, or patient harm associated with this event.